Event description:
A malfunction was reported on the pump due to a momentary motor skip, often caused by a high force impact like dropping the device. There was no adverse impact to the customer's blood glucose level, as it did not exceed 500 mg/dl. Technical support provided information to reset the pump and assisted the caller in doing so. The malfunction did not recur after the reset, allowing the customer to continue using the pump. The customer was advised to call back if any issues arose again.